Event description:
Per the clinic, the patient experienced flap retention issue resulting in device non-use. The patient also require repeated brain mris and multiple future neurosurgeries due to other medical issues which leads to a decision to explant the device. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.